Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the patient's implantable cardiac monitor transmissions revealed episodes of post-sensed t-wave oversensing due to the intrinsic morphology suddenly changing. In addition, the rhythm was incorrectly classified as an atrial fibrillation episode. No intervention was performed as the patient will continue to be monitored.